Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous left cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was selected to dilate the lesion. The balloon was first inflated up to 10 atmospheres, the second inflation was done at 10 atmospheres, the third inflation was done at 13 atmospheres and during the fourth inflation, the balloon ruptured at 13 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with the box, pouch and hoop. The batch number on the returned packaging and device matched the batch number for this complaint. Examination under magnification revealed a longitudinal balloon tear 16mm long. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. However, there was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous left cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was selected to dilate the lesion. The balloon was first inflated up to 10 atmospheres, the second inflation was done at 10 atmospheres, the third inflation was done at 13 atmospheres and during the fourth inflation, the balloon ruptured at 13 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).